Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter clogged. As a result, the catheter had to be replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter clogged. As a result, the catheter had to be replaced.

Manufacturer narrative:
Received 1 used latex foley catheter. The returned sample was visually inspected and nothing was found that could have contributed to the reported event. Per functional testing, water was inserted into the catheter and it was found that it flowed easily with no obstruction. The reported event was unconfirmed as the reported issue was unable to be replicated. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "periodic observations of this system should be made to ensure that urine is flowing freely. If a standing column of urine is observed, check for correct positioning of bag and then for a physical obstruction. If correct positioning or removal of physical obstruction does not allow free flow, the bag may have to be changed." (B)(4).

Event description:
It was reported that the catheter clogged. As a result, the catheter had to be replaced.